Event description:
A malfunction alarm with code malf 16 was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer, whose pump was under warranty, was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Tandem technical support arranged to replace the pump and confirmed the shipping address. They also guided the customer on how to return the faulty pump using a pre-paid label and ensured the customer understood the instructions to put the pump into storage mode before returning it.